Manufacturer narrative:
Investigation summary: the complaint of holes/cuts/torn on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
A complaint was received regarding a tego connector that experienced leakage during patient use. The silicone seal came out of one side of the valve, making it impossible to use. The reporter stated, that no additional information regarding this event will be provided.

Manufacturer narrative:
D9 - date returned to mfg: 11/3/2025 one (1) used sample #d1000, tego¿ connector was returned for evaluation. As received, the seal was collapsed, and significant damage/tears were noted. No mating device was returned for evaluation. The complaint can be confirmed. The probable cause of the silicone seal coming out of one side of the valve is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The device history review (DHR) lot# was performed, and no non-conformities were found that would have led to the reported condition on the complaint.